Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted. Two dates were provided, (B)(6) 2005 and (B)(6) 2011, however, it is unknown which date the procedure took place on. According to the complainant, post-procedure, the patient presented with unspecified complications. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.